Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tj-edmaina 1 was nonfunctional and caused other connected devices to short. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cabinet not detected on bus. A field service engineer (fse) rearranged the gray bus wire multiple times and verified that when the main, auxiliary 1, auxiliary 2, tower, and remote manager were connected, none of the devices powered on. The fse replaced the aib on both auxiliary devices, but the issue persisted. Further troubleshooting identified the 12 foot gray pyxibus cable as the root cause. The cable was replaced with a 25 foot gray pyxibus cable on the auxiliary device, after which full device functionality was restored. The fse confirmed that there were no short circuit and no visible signs of sparking. The system functioned as intended after the field service engineer repaired the device.